Manufacturer narrative:
An investigation into this event is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that that patient with this right ventricular (rv) lead and non-boston scientific device went to the clinic after hearing tones being emitted from the device. Interrogation revealed that the shock impedance measurements were above 200 ohms. All other lead measurements were in normal range. Boston scientific technical services (ts) was contacted and a ts consultant discussed additional testing that could be performed to test the integrity of the lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a revision was performed and the rv lead was capped and surgically abandoned. No additional adverse patient effects were reported.